Event description:
Boston scientific received information that this pacemaker noted to have reached elective replacement time (ert). The patient was hospitalized, and this pacemaker was replaced. Premature battery depletion was suspected. No adverse patient effects were reported.

Manufacturer narrative:
This pacemaker will be returned to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device.